Event description:
During a patient second sculpsure treatment, a superficial burn was report to office two weeks after treatment. During treatment the system did not detect loss of applicator to skin contact. FDA safety report ID # (B)(4).